Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 20mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The patient was in sinus rhythm. The patient's activated clotting time (act) levels were between 280 and 320 sec. Transseptal puncture was posterior inferior in the fossa ovalis. During the procedure the device was partially re-captured once. The device was implanted. The patient had a follow-up trans-oesophageal echocardiogram (toe) 4 weeks post-procedure. No abnormalities were found and the device's position appeared to be stable. On (B)(6) 2024 the patient presented with chest pain. On toe a 2cm circumferential pericardial effusion was detected. A cardiac tamponade was concluded to be present through computed tomography (CT) scan and echocardiogram. A pericardiocentesis was performed. The user believed the occluder was the cause of the pericardial effusion. The patient status was stable.

Manufacturer narrative:
It was reported that the patient presented with chest pain, circumferential pericardial effusion and cardiac tamponade after 2 months of amulet device implant. The user believed the occluder was the cause of the pericardial effusion. Information from field indicated that the patient's activated clotting time levels were between 280 and 320s (in therapeutic range) and that there were no difficulties implanting the device. No abnormalities were found and the device's position appeared to be stable on 4-weeks follow-up toe. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Requests were made for additional procedural details surrounding the case (e.g., operative notes, procedure imaging), however this information was not supplied by the site. Based on the limited information available, it is difficult to determine with certainty the exact cause of the reported event, including whether the amulet device contributed to the pericardial effusion. The cause of reported patient effects pericardial effusion and cardiac tamponade could not be conclusively determined. The reported intervention was a result of case-specific circumstances as pericardiocentesis was performed. The patient status was stable. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 20mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The patient was in sinus rhythm. The patient's activated clotting time (act) levels were between 280 and 320 sec. Transseptal puncture was posterior inferior in the fossa ovalis. During the procedure the device was partially re-captured once. The device was implanted. The patient had a follow-up trans-oesophageal echocardiogram (toe) 4 weeks post-procedure. No abnormalities were found and the device's position appeared to be stable. On (B)(6) 2024 the patient presented with chest pain. On toe a 2cm circumferential pericardial effusion was detected. A cardiac tamponade was concluded to be present through computed tomography (CT) scan and echocardiogram. A pericardiocentesis was performed. The user believed the occluder was the cause of the pericardial effusion. The patient status was stable.